Event description:
The device was used during a plyoriside gastrectomy. Reportedly, when firing the handle felt stiff and the anvil would not open smoothly. The staples only fired on one side. The surgeon hand sewed to finish the procedure.